Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8591960 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6), md. Operative report. Assistant: (B)(6), pa-c. Preoperative diagnosis: large complex incisional hernia. Postoperative diagnosis: large complex incisional hernia. Title of procedure: repair complex incisional hernia with bard dulex mesh. Operative findings: the patient had a complex hernia involving primarily the upper midline and lower midline incision. A large 20 x 30 mm sheet of graft was used in oval fashion, with a 30 cm length used longitudinally. Moderate adhesions were present, but able to be taken down without difficulty. No enterotomies were encountered. Procedure: ¿after the induction of satisfactory general endotracheal anesthesia, the patient¿s abdomen was prepped and draped in the usual fashion. The previous incision was re-incised and the incision carried into subcutaneous fat directly down into the hernia sac. The various components were opened and contents reduced. Adhesions intra-abdominally were taken down using sharp dissection and electrocautery. No enterotomies were encountered. The fascial edges were then cleared circumferentially. They were grasped with kocher clamps. A 20 x 30 mm sheet of bard dulex mesh was chosen for fistula construction, with the smooth side facing inward. This was tailored elliptically. It was secured at 12, 3, 6 and 9 o¿clock with interrupted sutures of 0 prolene attaching it to the abdominal wall. The intervening sides were then secured with double staple line of the fascial stapler device. To enable placement of staples on the last side, an incision was made in the center of the graft material so that staples could be applied from within. This incision was then closed with running 0 prolene starting from each end. The subcutaneous tissues were then irrigated and good hemostasis assured. A 19 round jackson-pratt drain was placed through a separate stab incision. Subcutaneous tissues were approximated with running 2-0 vicryl. The skin incision was closed with staples. The wound was dressed. The patient tolerated the procedure quite nicely.¿ on (B)(6) 2011: (B)(6) clinics. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 8591960. W.l. Gore & associates. Exp date: 09/30/2013. Size: 20 cm x 30 cm x 1.0 mm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/8591960) was implanted during the procedure. On (B)(6) 2014: (B)(6), md. Operative report. Preop diagnosis: recurrent ventral hernia. Preop indication: relieve symptoms, prevent complications. Postop diagnosis: recurrent ventral hernia. Assistant: (B)(6), md. Procedure: laparoscopy. Adhesiolysis. Ventral hernia repair with gore-tex panel. Graft / implant information: lot/serial#: (B)(6), catalogue/model#: 1dlmc07, implant name: patch, dual mesh 1mm 20.0 x 30, manufacturer: w.l. Gore co., implant placement: abdominal. ¿under general endotracheal anesthesia the patient was prepped and draped in a sterile routine fashion. A left-sided flank incision was created and the abdomen entered safely through a muscle-splitting incision. Palpation with a finger freed up dense adhesions and allowed a 10-mm trocar to be placed and a pneumoperitoneum generated. Dense adhesions were noted from the small bowel and colon to the mesh and anterior abdominal wall. Two 5-mm left-sided working ports were created, and we carefully entered the abdomen. Dense adhesions were identified and carefully lysed either sharply, bluntly, or with electrocautery. No obvious enterotomies were created, but dissection was difficult. The entire upper abdomen above the umbilicus was freed, and a 20- x 30-cm panel of 1-mm thick gore-tex was fashioned to widely cover the 10-cm diameter defect. Five separate sutures were placed at 8, 7, 6, 5, and 4 o¿clock positions, passed through the abdominal wall, and tied to the gore-tex. Two sutures on either side of the xiphoid process were used to anchor the gore-tex there. The repair was tension-free and excellent. A titanium tacking device was used to clip the outer layer of the gore-tex circumferentially. Tacking near the diaphragm was difficult but secure. Multiple tacks were used to fix the gore-tex to the falciform ligament. Hemostasis was secured. The bowel was once again inspected, and we found no evidence of trauma. The pneumoperitoneum was released and the trocar removed. The fasciotomy was closed with interrupted 2-0 vicryl sutures in multiple layers. The skin incisions were closed with either running 4-0 subcuticular monocryl stitch or dermabond.¿ wound type: clean. The records confirm a gore® dualmesh® biomaterial (1dlmc07/12584069) was implanted during the procedure. Records span 08/25/2011 to 12/09/2014.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence due to failed mesh; dense adhesions to small bowel and colon; pain and suffering. Additional event specific information was not provided.